Manufacturer narrative:
(B)(6).

Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. Evaluation of the device showed the position was too proximal with half of the device protruding at 0 and 135 degrees. Compression ratio was less than 10% at the angles of 0, 45, and 135 degrees. No leak was observed. The tug test was performed several times with adequate results and the device was subsequently deployed. The following day, the device was noted to have embolized into the aortic arch. The device was successfully explanted percutaneously by inserting a 18f sheath into the right femoral artery and using snare and biopsy forceps. There was no major damage to the aorta and there were not significant changes in the patient's vitals. No additional information is known.

Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman laa closure device & delivery system (wds) were used. Evaluation of the device showed the position was too proximal with half of the device protruding at 0 and 135 degrees. Compression ratio was less than 10% at the angles of 0, 45, and 135 degrees. No leak was observed. The tug test was performed several times with adequate results and the device was subsequently deployed. The following day, the device was noted to have embolized into the aortic arch. The device was successfully explanted percutaneously by inserting a 18f sheath into the right femoral artery and using snare and biopsy forceps. There was no major damage to the aorta and there were not significant changes in the patient's vitals. No additional information is known.

Manufacturer narrative:
Correction: a2: age corrected from 60 years to 61 years h6: code added: known inherent risk of device e1 initial reporter address 1 - (B)(6).